Event description:
(B)(4). I got essure in (B)(6) 2015. By (B)(6) 2015 I was becoming less capable of remembering things and started being chronically late for work. Then I broke out in psoriasis all over my arms, trunk, buttocks, vaginal and head areas. My teeth began aching. I was having trouble concentrating and my eye-sight became blurry. I began having mood swings and was angry a lot. (Very uncommon for me!) I was noticing that my hair was falling out and I was exhausted all of the time. I started having tinnitus so loud, I couldn't hear other people trying to talk to me. I began taking otc lipoflavinoid. The headaches didn't seem to go away, despite my taking topamax. My skull felt like someone was prying it off of my brain. My bones throb with pain...all of them. My bones crack at the joints. Sometimes I can't lift my arms because I am too weak. I get fevers 4-5 days a week. I have become incontinent and have an unpleasant odor emanating from my private area. I have gastrointestinal issues, balance issues, blurred vision, lethargy, confusion, forgetfulness, fatigue, insomnia, neck, spine, lower back and hip pain. When I use the bathroom, my legs "fall asleep" but I can't get up because my legs are numb. I have coordination issues, vertigo, nausea and my voice is raspy due to issues with congestion and breathing. There are more but my memory is affected by the essure. All of the above issues occurred from (B)(6) 2015 (2 months after essure was implanted) and are ongoing. They may have begun earlier but I was guaranteed that essure was safe! So I never attributed all of these "random issues" to birth control....at first! But then it became a nightmare when it saw that these side effects have been known to the manufacturer but hidden for their profit. Oh...and just because those symptoms aren't enough... I missed my monthly cycle this month. If I don't get this out, I could die. If I am pregnant, I won't survive. My body is shutting down. I am also so sick that I am out of work and used all of my vacation and sick pay but "essure" is not a diagnosis, so I don't qualify for tdi. Thank you for this opportunity to get my story heard.